Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the scrub stated that on the very first firing that the device misfired. She stated that the clip would not position correctly in the jaws - the clip fed sideways. She says that when the surgeon was trying to fire that the loading mechanism deployed to the corner of the jaw vs. Straight. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4)- jaw. The analysis results found that the el5ml device was received with one jaw and cam ramp disengaged. This condition would not allow the jaws to collapse in order to form the clips. Furthermore, 7 clips were inside the device. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. Although the returned condition of the device prevented functional testing to evaluate the reported incident, the lockout mechanism was in a condition that permitted further evaluation. During this testing, the device locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.